Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the cartridge was in use for more than 48 hours. Tandem technical support educated the customer that using cartridge over 48 hours is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery.